Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this system exhibited an out of range pacing impedance measurement which was greater than 2000 ohms on the right ventricular (rv) channel. A revision procedure was performed and this rv lead was removed from service and replaced. The associated device remains in service; however, the root cause of the out of range measurement was not determined as no issues with the lead or device were identified. No additional adverse patient effects were reported.